Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that after patient(pt) got implanted they were in pain (from the implant surgery) and had been taking half a tramadol and thought maybe they weren't getting the relief they should so they increased stimulation from 1.1v to 1.2v and therapy was "working too well" to where the pt thought they had to go urinate but then couldn't. Pt rep said pt got device for incontinence and not knowing when they would need to urinate. Pt rep said they would decrease stimulation back down to 1.1v to see if this resolved issue and would call back for assistance changing program if needed. Additional information was received from the health care professional (hcp). The hcp stated that the patient did not experienced urinary retention prior to the device. The retention was not worsened as a result of the device or therapy. The catheterization was not the patient standard of care prior to the device. The steps taken to resolve the issue was bladder scan done and confirmed there was no retention. The program was changed.